Event description:
No additional information was provided.

Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo shows a fully assembled loose syringe inside a plastic bag, with no visible defects identified from the photo. A physical sample is required for a more thorough evaluation and potential root cause determination. Furthermore, a device history record review was completed for provided lot number 4206521. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material# 302995. Batch# 4206521. It was reported that the bd syringe 10ml ll s/c 200 had leakage past the stopper. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Product: 302995. Lot: 4206521. Date of incident: (B)(6) 2024. Patient harm: no. Sample available: yes (bio contaminated ¿ blood). Issue: when aspirating and flushing cvc with empty syringe, blood leaking back past plunger, towards user.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.